Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that customer had issues installing instruments on arm 3. The customer continued the procedure using arm 4. The tse not able to see any errors associated with arm 3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the procedure was not converted to laparoscopic surgery. The procedure was completed robotically. Arm 3 was not used for the procedure. There was no injury or harm to the patient.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis. During failure analysis, the usm was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification, including ifs pogo pin and one-wire instrument tests. The usm was then installed onto a golden system and was able to engage multiple instrument 5 power cycle with no errors. Upon visual inspection, no issues were found that would be related to the reported event. Failure analysis identifies that a faulty instrument presence pin would be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.